Event description:
It was reported that during a laparoscopic low anterior resection procedure when firing, staples in the middle of device did not come out. No consequences for the patient.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that one reload was received in good visual condition, fully fired and with several b-formed staples inside the pockets. No functional test was performed due to the condition of the reload. The cartridge was disassembled to verify the integrity of the internal components and no abnormalities were found. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.